Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s healthcare professional (hcp) was going to move the ins because it was down too low to where she sat and laid and it was very sore and uncomfortable. The patient reported that it was just little bumps she can feel it when she pressed it in there and it was just sore. The patient reported that she was having trouble sitting, sleeping and even walking. The patient reported that she cannot sit on it. The patient reported that her hcp admitted that it was not in the right place and it should be higher and not that low. The patient reported that at her first follow up appointment the hcp noticed it was too low because he could not find it. The patient reported that they saw their hcp on (B)(6) 2016 and he was trying to find it and the ins was way down. The patient reported that she did not have any weight or other changes and didn¿t know if the ins was dropping or what. The patient reported that she thought they might have put it in the right spot at the surgery, but she was in a different position at the surgery, but when she straightened her body it could be that the ins was not in the right spot. The hcp was going to move it to where it was not uncomfortable and not where the patient was sitting on it. The patient reported that the hcp told her to make an appointment in 3 months, but the patient did not want to wait 3 months to have the ins moved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.